Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. It was reported that a palmaz stent and an aneurx aortic cuff were also implanted during the initial procedure. In 2003, the pt presented with a large proximal endoleak and aneurysm enlargement. Migration of the bifurcated device with separation from the proximal aortic cuff was reported. Three aortic cuffs were implanted in 2003 to ensure an adequate seal, and final angiography demonstrated no evidence a proximal endoleak with good flow through the renal and iliac arteries. A small type ii endoleak was present; however, the physician felt that it would occlude, as the proximal endoleak was resolved. No clinical sequelae were reported, and the pt is reported to be fine.